Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation the monitor was unable to complete essential performance testing. The cause for the failure was isolated to the defibrillator pca. High voltage travelled to low voltage circuitry, shorting the q13 insulated-gate bipolar transistors (igbts) defibrillator pca. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.